Event description:
It was reported that the pulse generator exhibited backup vvi operation. The attempt to download the device software, was unsuccessful. The patient was pacemaker dependent. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.